Manufacturer narrative:
Serial number provided is for toothbrush handle. The incident occurred on the sonicare for kids brush head which is an accessory. The serial number of the brush head was not provided. Complaint received from (B)(6). Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that bristles from the sonicare for kids brush head were falling in their mouth. No medical attention sought.